Event description:
Doctor stated that the device would not release the coil as it was supposed to do. The device was removed from the patient and a new one was used with no further incident.====================== health professional's impression======================malfunction- would not release coil====================== manufacturer response for contraceptive device, essure======================will send packaging to return it to company for evaluation. Will send new product free of charge.